Event description:
(B)(4). No injury alleged. Malfunction alleged. MDR filed. Per independent repair center: will not power on. Unit will not start. Per independent repair statement unit will not start. Key failure was the power switch would not power on.